Event description:
The explanted products have not been returned to manufacturer for analysis; therefore, the cause of the reported events cannot be determined.

Event description:
Reporter indicated that vns pt experienced a recent increase in seizure activity. It was reported that the pt experience 5 seizures in a 48-hour period and that this was not their normal seizure pattern. Device diagnostic testing was within normal limits, indicating proper device function. X-rays reviewed by treating ent surgeon did not reveal any obvious discontinuities in the vns therapy system;however, some tension in the lead wire was noted. Exploratory surgery is planned. Review of manufacturing records for both the pulse generator and the bipolar leas revealed no anomalies that would adversely effect device performance. Investigation to date has been unalbe to determine the cause of the reported increase in seizure activity.